Event description:
It was reported that high out of range pacing impedances were observed on this right ventricular lead in (B)(6) 2019. Noise and oversensing were also observed. On (B)(6) 2019, this rv lead was explanted and replaced due to the reported issues. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).